Event description:
The customer reported the system failed to display video. It is likely the customer experienced a loss of the live image. There is no report of serious injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ccd camera was evaluated and replaced. The system was tested and found to be working as intended and returned to service.